Event description:
During a scheduled retrieval, the filter was discovered to be tilted 80 degrees in the vena cava. The doctor attempted to retrieve the filter, but the apex was imbedded into the ivc wall. Two arms and two legs were incorporated into the ivc wall. The doctor attempted to pull the apex out, but he met too much resistance, so he decided to leave the filter implanted. No filter migration was reported. No patient injury was reported.